Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing and the customer changed out the infusion set. Customer's blood glucose (bg) was 316 mg/dl and a correction bolus was delivered to address bg. Reportedly, customer used humalog in the cartridge for 3 days versus the labeled 48 hours. Customer acknowledged labeling information.